Event description:
It was reported, that during a da vinci-assisted prostatectomy simple surgical procedure. The system had a non-recoverable fault, and the system was reporting 319 faults on universal surgical manipulator (usm) 2. The technical support engineer (tse) had customer perform a hard cycle on the patient side cart (psc) initially. And fault was still present. Tse then had the customer perform another hard cycle on the entire system. But the fault was still present on startup. Tse had customer perform a third hard cycle. Again cycling surgeon side cart (ssc), and vision side cart (vsc). And left system off for 1 minute. Upon start up, error 319 was still present on usm 2. Site. Opted to disable usm 2. And continued the procedure with usm's 1, 3, and 4. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint, was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint. And completed the device evaluation. The reported complaint was confirmed, during failure analysis. The unit was tested on the in-house system, and it triggered error 319 on axes controller carriage (acc). Swapped the rolling loop fiber cable with a test one and system did not trigger any errors. Returned the original rolling loop fiber cable and error 319 came back. The unit was not tested on the patient side cart (psc) fixture test platform (pftp), because of rolling loop found damaged. Root cause of this failure is attributed to component failure.